Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that she had a shocking sensation in her groin area the last 2 weeks. The patient reported that she felt the shock more when the therapy was off. The patient reported that stimulation in her lower back and leg had not changed. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.